Manufacturer narrative:
Complaint (B)(4). We only recently received samples from the customers which were forwarded for evaluation to the headquarter where we purchase the product from. As soon as the investigation is completed a supplemental report will be filed.

Event description:
Customer states tubes not filling correctly. They noticed today, (B)(6) 2022, that the lot of tube are not filling correctly. They ordered them a while back. They conducted a little experiment to test them out and noticed that only tubes from this particular lot a21073ya did not fill correctly.

Manufacturer narrative:
Received 50 pcs 454322/a21073ya for evaluation. Customer pictures were received. We have no remaining inventory for the material/batch. We forwarded the complaint, customer pictures and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations. The provided samples were tested regarding the draw volume and the amount of additive. All parameters remained within the +/- 10% tolerance range. In addition, the position of the level mark and the mixing ratio between additive and draw volume was checked. All parameters were within the tolerance range. The alleged event could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.